Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
(B)(6) notified the distributor which was further reported to baxter on (B)(6) 2026 and reported that for 1 unit of totalcare that the hilow head was not rising. There were patient involvement and no injury or any impact on the patient or user resulting from this. The actual sample is available for evaluation.

Manufacturer narrative:
The service technician found that there was an age-related deterioration of hilow head valves. A search of the baxter maintenance records did not show that baxter performed preventative maintenance on this bed. It is unknown if the facility performed any other preventative maintenance on this bed. It is necessary for totalcare to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm) and testing for joint commission certification. Pm and testing not only meet joint commission requirements but can help make sure of a long, operative life for the bed. Pm will minimize downtime due to excessive wear. The service technician replaced the hilow head valves to resolve the issue.